Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and a 25mm aortic extension. A computed tomography scan revealed a proximal type I endoleak with a slight infolding of the proximal edge of the aortic extension. On (B)(6) 2011, the patient was treated with a 25 mm aortic extension and a balloon expandable aortic stent which corrected the proximal type I endoleak and the infolding.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device not returned actual device will not be evaluated. Patient's condition affected the effectiveness of the device. Use of device with aneurysm neck less than 18mm is considered off-label per instructions for use.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.